Event description:
The micro sagittal saw was returned for service. Upon evaluation at the distributor, it was found to overheat. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.